Manufacturer narrative:
Additional information provided that updated fields: b5 describe event, d4 model number, lot number, catalog number, expiration date, unique identifier, d6a implant date, d6b explant date, c2/d10 concomitant therapy, and h6 evaluation conclusion code. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to implant an inflatable penile prosthesis (ipp), but the urethra was perforated during the procedure. The patient had fibrosis proximally on the left side and when the physician performed a minor dilation the tissue was perforated. A tactra penile prosthesis was implanted to hold the space for an inflatable penile prosthesis (ipp) to be implanted. At a later date, an ipp was implanted to replace the tactra and the physician noted that the patient had a difficult anatomy. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to implant an inflatable penile prosthesis (ipp), but the urethra was perforated during the procedure. A tactra penile prosthesis was implanted to hold the space for an inflatable penile prosthesis (ipp) to be implanted. At a later date, an ipp was implanted to replace the tactra. There were no additional patient complications reported.